Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The evaluation of the device confirmed the followings; the imaging unit in the head part of the device was flooded. The cable was twisted and flooded. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the imaging unit due to excessive physical stress on the head part or flooding. If significant additional information is received, this report will be supplemented.

Event description:
A user reported that the endoscopic image was not displayed. There was no report of patient injury associated with this event.